Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis several months ago. The mother stated that she called helpline requesting replacements of the infusion sets, but she did not report the customer's hospitalization. The mother stated that the customer had bent cannulas, and the infusion sets were toss out. Offered to replace the infusion set and the customer refused. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.